Event description:
The customer observed false nonreactive architect anti-hcv results for one sample. The following data was provided (reference range: <1.00 is nonreactive): initial result (reagent bottle number 02502) = 0.98 s/co, repeat with same reagent bottle = 0.94 s/co, repeat with same reagent lot number but different reagent pack = 1.26 s/co quality controls were within range at the start of processing samples. Controls were rerun specifically on reagent bottle 02502 after the discrepant results were noted and was out of range. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house sensitivity testing was completed. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 35190be01 and the complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 35190be00 was performed (reagent lot 35190be00 and 35190be01 contain the same bulk material). All specifications were met, and no false non-reactive results were obtained, showing that the lots generate the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect anti-hcv reagent for lot 35190be01 was identified.